Manufacturer narrative:
Other applicable components are: product ID: 3998, lot# va055f0, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and cervical/neck. The patient asked for assistance setting up an appointment with a specific manufacturer representative (rep) who the patient saw in the beginning who programmed stimulation that was the most successful for the patient. The patient noted that she did not have access to the reps. The patient¿s current rep removed programs and made changes and now the patient was back to the pain she had prior to surgery and almost back to square one. When the patient was first implanted she had three programs that they used to build other programs and she was told it would take six to nine months to settle in. The patient was also told that when scar tissue develops stimulation would change how it worked. When the patient was first implanted she went in every three weeks for the first month and a half or so, or two months, to get it tweaked. The patient would go in whenever the program wasn¿t working and she needed something different. The patient began not having to go in as frequently because they were figuring out which groups the patient used more often and worked the best, which were group e and f. It was noted that the patient started with groups a through f and those groups were left in because the patient was a rare case. The last time the patient saw a rep, it was one the patient had never seen before for adjustments. He said that the patient had too many programs. The patient tried to tell the rep that she used all of them, but he started deleting programs and over half of them were gone. The rep deleted one of the patient¿s good programs and left the other program that worked for her, but changed the settings of that group. The patient had stimulation adjusted because she had pain down her arm and needed it tweaked, but then the patient later said it wasn¿t pain it was the stimulation getting down in her arm and she needed it to stay up in her head where it was needed. It was noted that at first it was a little bit and it started getting worse and worse. The patient was told that as time goes by if she moves and turns her head sometimes the wires/leads can change. She was also told that the leads may change position in her head and that may change the sensation of stimulation that the patient was feeling and whether she would feel stimulation in her arm. Because of where the wires were connecting to the nerves in her neck, it can depend on how she moved if she needs an adjustment every so often. The patient was redirected to follow-up with a healthcare professional (hcp) to request the specific rep. It was noted that the patient tried to request the rep before and she was told that the office got whomever the manufacturer sent. The patient was told she is a rare case and she had the ins for trigeminal and occipital neuralgia on the right side of her head. It was noted that the patient¿s leads were in her head. The patient¿s pain going back to what she had prior to implant began in the end of (B)(6) 2017. The programming adjustments and that the wires would move occurred since implant. The rep was notified of the pain/stimulation in the arm the last time the patient was adjusted in the end of (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.